Event description:
It was reported that during a lap prostatectomy procedure, the display shows instrument error after a few minutes. Another device was used to complete the procedure. No reported patient consequence.